Manufacturer narrative:
(B)(4). The product remains in-situ and is unavailable for eval. Investigation of similar complaints determined the failure more to most frequently be associated with excessive screw angulation or interbody subsidence resulting in screw angulation. No additional eval can be made at this time. Should additional relevant info be obtained, a f/u report will be filed. Review of labeling notes: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..."

Event description:
Following placement of anterior cervical plate at the c5-c6 spine level on (B)(6) 2012, one of the inferior screws was noted to have loosened by a few millimeters. The issue was noted on (B)(6) 2012, but the surgeon is satisfied with the stability of the construct and fusion progression. No revision surgery is planned at this time.